Event description:
It was reported that a tibial articular surface provisional fractured while trialing. There was no delay during surgery or harm to patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device as well as all additional fragments were returned for further evaluation. Visual inspection of the device found that the central post had fractured off from the intracondylar area. Additionally the distal surface of the device exhibits gouges along the posterior edge of the condyles which is indicative of use. The device was manufactured in july of 2014 and had an approximate field life of two years and five months with an unknown frequency of use. The device history records and the receiving inspections report for this device were reviewed and found no anomalies or deviations. This device is used for treatment. This particular device is listed in the aggregate tibial articular surface provisional scope list associated with an internal investigation. This device was manufactured before the design modification and was part of the re-design scope. A redesign of the product was initiated on a rolling basis in order to reduce the frequency of device fracture near the central post. Therefore, the root cause is believed to be associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.